Event description:
It was reported that the patient heard alerts from the device. There was oversensing and noise present on the right ventricular lead. A possible lead fracture is suspected. The lead was capped and replaced. The patient is part of the systems longevity study. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.